Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver zosyn 3.375 g, at a rate of 25 ml/hr, with a vtbi (volume to be infused) of 100 ml, and the delivery was started. No further programming parameters were provided. After approximately 1hr 10 minutes, the customer contact reported the delivery was completed instead of expected 4 hrs. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided, including when the device was removed from clinical service.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.